Event description:
It was reported that the stopper is separating from plunger during use with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: it was reported that when filling balloon catheters, the syringes are not holding pressure or the stopper is separating from the plunger rod. Additionally, on 2020-02-20 the customer provided the following additional information: one thing that has changed is the packaging. It has been changed to paper and it is not very good. There is a great chance of contamination because the paper tears while opening.¿ are any lot numbers available? No. What date(s) did this occur? No date available. Was any medical intervention or other actions taken as a result? No. Please provide any patient identifiers (i.e. Gender, initials, weight, etc.) Are any samples available to be returned for investigation? No.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper is separating from plunger during use with a bd syringe 20 ml ll s/c 50. The following information was provided by the initial reporter: it was reported that when filling balloon catheters, the syringes are not holding pressure or the stopper is separating from the plunger rod. Additionally, on 2020-02-20 the customer provided the following additional information: one thing that has changed is the packaging. It has been changed to paper and it is not very good. There is a great chance of contamination because the paper tears while opening. ¿ are any lot numbers available? No. What date(s) did this occur? No date available. Was any medical intervention or other actions taken as a result? No. Please provide any patient identifiers (i.e. Gender, initials, weight, etc.). Are any samples available to be returned for investigation? No.